Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with mentor siltex round moderate profile 300cc saline breast prosthesis. Deflation of the right breast prosthesis was reported. As a result, the patient underwent unilateral removal and replacement with mentor memorygel breast implant 375cc gel breast prosthesis on (B)(6) 2017.

Manufacturer narrative:
On 8/21/2018, the mentor failure analysis lab has received the device for evaluation. Device investigation summary: upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device and on the shell surface. During visual examination of the device, product evaluation observed a rent on the posterior view measuring approximately 0.5 cm. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. Furthermore, at this point it is also not possible to determine the origin of the yellow material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).